Event description:
It was reported that episodes of automatic mode switch (ams) due to noise were noted on the right atrial (ra) lead. Lead fracture was observed. The ra lead was capped and replaced on (B)(6) 2022. There were no adverse health consequences, the patient was stable.